Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture, noisy signals, loss of capture and pacing inhibition with asystole less than 2 seconds, high pacing thresholds and oversensing. This rv lead was succesfully replaced. No additional adverse patient effect were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 245 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noisy signals, loss of capture, pacing inhibition with asystole less than 2 seconds, high pacing thresholds and oversensing were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture, noisy signals, loss of capture, pacing inhibition with asystole less than 2 seconds, high pacing thresholds and oversensing. This rv lead was successfully replaced. No additional adverse patient effect were reported.